Event description:
The customer reported, after the phonation valve was placed in the patient, it began to produce a loud sound when he exhaled. The patient was evaluated and the doctor observed that the valve was well positioned and the sound heard was the air coming through the valve. The phonation valve was changed to an unspecified device. The phonation valve was discarded.